Manufacturer narrative:
Product evaluation: the lens was returned taped to a piece of paper. The optic has small split/cracks near the edges. The lens was cleaned and fold tested. The lens folded and unfolded with no abnormalities observed. A dimensional inspection was conducted and the lens met specification per the approved template. The file indicated the use of a specific cartridge and handpiece (model unknown) . It is unknown if a qualified viscoelastic was used with this lens. The product investigation could not identify a root cause. The returned lens is undamaged. A folding test was conducted with no abnormality observed. A dimensional inspection was conducted and the lens met specification per the approved template. It is not possible to determine if the associated products were qualified for use. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure the lens was stuck in the injector. Additional information was provided by the surgeon that the injector ejected the iol so fast that the iol broke the capsule. A different type of lens was implanted in the sulcus to finish the surgery successfully.